Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires.

Event description:
It was reported that during a lumbar decompression procedure, a drill attachment overheated. This equipment was used to complete the procedure, and this issue did not cause a delay in the procedure. There was no user or pt injury reported, and no adverse consequences alleged with this event.